Manufacturer narrative:
One loose ref 3152 was returned, decontaminated and investigated. The returned tip was visually inspected and no tool marks or signs of misuse were found. No additional complaints have been received for lot number 00111455. No issues were found with the device history record. The returned tip was received with three renew handpieces having s/n (B)(4). The tip was threaded onto the three handpieces without any issues. The returned tip may arc when used with returned handpiece due to the severe o-ring damage on them, confirming the complaint. These handpieces should not be used in accordance with the renew family of laparoscopic series 3900 ratcheted and non-ratcheted handpieces instructions for use precautions #3 state: do not use the handpiece if the o-ring located at the distal end of the shaft appears worn, damaged or missing. The cause of the o-ring damage could not be determined.

Event description:
There was an electric arc during used and the peritoneum of the patient was burned. The injuries are not severe and haven't endangered the patient's life. The patient is doing well. No additional patient information was provided.